Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink 38.6cm from the strain relief. The tip and shaft were microscopically and tactile inspected. The reported shaft broken was not confirmed via product analysis. No other issues or defects were observed during product analysis of the returned device. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a catheter break occurred. A 6f model kr4h runway guide catheter was selected for use. However, it was noticed that it broke off at insertion during introduction. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. A 6f model kr4h runway guide catheter was selected for use. However, it was noticed that it broke off at insertion during introduction. No patient complications were reported.